Event description:
Asymptomatic pt returned to the hosp for a routine vena cava filter removal two months after implant. Pre-removal cava gram showed that the filter moved from l2 to t12. It was also noted that the filter was thrombosed. CT scan indicated that the cava size at the site of the filter and clot was 30mm, and immediately above and below the clot/filter was 20mm. Another filter was placed above the original filter. The pt is reported as fine.